Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during the device check, a pre-rupture of the right ventricle (rv) lead was observed, but no cause could be identified. The physician did not want to risk the patient's health by extracting the lead; therefore, it was capped off. The ICD device was replaced during the intervention to cap the lead, due to the young age of the patient. It was replaced with a subcutaneous system on (B)(6) 2020. No adverse patient effects were reported.